Event description:
A malfunction was reported involving a non-resettable malfunction code 16 on a pump that was under warranty. It was unknown whether the issue caused the customer's blood glucose to exceed 500 mg/dl, as the customer declined to answer. To resolve the issue, the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support arranged for a replacement pump to be shipped and provided guidance on how to put the pump into storage mode before returning it. The customer was advised to return the faulty pump using a pre-paid label within ten days and acknowledged these instructions.